Event description:
It was reported that the ventilator generated a technical error code indicating a ventilation stop. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a ventilation stop. The ventilator was investigated by our field service engineer on-site and the pre-use check was performed and the issue could not be reproduced, the errors did not reappear. No parts have been replaced nor returned for technical investigation. Evaluation of the received device logs confirm the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in june 2022.